Event description:
It was reported that this implantable device was suspected of exhibiting premature battery depletion behavior. A decrease of 3.5 years in the estimated battery longevity was observed within 8 months time. A copy of device memory was saved and submitted to technical services (ts) for review. A ts consultant discussed that this device is exhibiting premature depletion. Due to this anomaly, device replacement was recommended. It was noted that therapy delivery is currently unaffected, and that the device should be replaced within 90 days. No adverse patient effects were reported. This device currently remains implanted and in service.

Manufacturer narrative:
Should additional information become available, a supplemental report will be submitted.